Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: review of the black box data revealed evidence of unexplained power on reset on (B)(4) 2017. A battery cap was not returned with the pump for investigation; a test cap fit properly to the pump and was used to complete the investigation. On investigation, the pump powered on normally and was exercised for 24 hours without any interruption of power and no errors, alarms or warnings occurring. There was no damage, defect of contamination of the pump¿s interior components. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunctions.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.